Event description:
It was reported that balloon rupture and removal difficulties occurred. The 100% stenosed, 10cmx6-7mm target lesion was located in the moderately tortuous and non calcified median vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, during the sixth inflation at 24 atmospheres for 30 seconds to one minute, the balloon ruptured. When trying to remove it from the sheath, the balloon got caught on the tip part of the sheath, and it could not be retrieved. The balloon was retrieved by surgical procedure. Incision was performed to the forearm for 1cm to 1.5cm and suture removal was performed seven days post procedure. As a vascularization was not performed during incision, slight bleeding occurred and blood infusion was performed with 2 blood infusion packs. It was noted that removal difficulty was encountered due to the balloon ruptured circumferentially. The patient stayed at the hospital. No further patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture and removal difficulties occurred. The 100% stenosed, 10cmx6-7mm target lesion was located in the moderately tortuous and non calcified median vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, during the sixth inflation at 24 atmospheres for 30 seconds to one minute, the balloon ruptured. When trying to remove it from the sheath, the balloon got caught on the tip part of the sheath, and it could not be retrieved. The balloon was retrieved by surgical procedure. Incision was performed to the forearm for 1cm to 1.5cm and suture removal was performed seven days post procedure. As a vascularization was not performed during incision, slight bleeding occurred and blood infusion was performed with 2 blood infusion packs. It was noted that removal difficulty was encountered due to the balloon ruptured circumferentially. The patient stayed at the hospital. No further patient complications were reported and the patient's status was good. Device evaluated by MFR.: the complaint device was returned for analysis and still loaded within the customers sheath. A visual and microscopic examination was performed on the returned device. A complete circumferential tear was identified in the balloon material approximately 17mm distal to the distal edge of the proximal markerband. The distal section of the balloon material was noted to be bunched up. No issues were noted with the balloon material that could have contributed to the balloon damage. The rate of burst pressure of this mustang device is 24atm (atmospheres). Due to this circumferential tear it was not possible to remove the device from the sheath. A visual and tactile examination identified stretching damage on the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft of the device that could have contributed to the complaint incident. No damage or any issues with noted with the tip of the device that could have contributed to the complaint incident. The proximal markerband was noted to be undamaged and in the correct position. The distal markerband was noted to be free moving on the stretched shaft of the device and was not in the correct position. This markerband movement is most likely a result of the stretched shaft and excessive force being applied to the delivery system. No other issues were identified during the product analysis.